Event description:
On (B)(6) 2012, a (B)(6) female was scheduled for ilasik both eyes (ou). The right eye (od) was completed without incident. The left eye (os), there was nothing unusual in docking or applanation and the patient was very cooperative during the procedure. No corneal abnormality in chart. The treatment was started and the raster pattern looked normal from the start. The raster had already passed through or completed the first half of the flap still all looked normal then as the raster was nearing the final third of the treatment area it was noticed what appeared to look like a blister forming just superior to the pupil (maybe 1 mm away) and this blister appearance grew in a horizontal pattern as the remainder of the raster and side cut were completed. The growth of the blister stopped as the raster portion ended. Size wise it was approximately 4 to 5 mm in the horizontal and about half that on the vertical. This did not appear as the raster was in that area, it came after the fact. The surgeon did not attempt to lift, however, when lightly touching the bubble or blister area with the elbow of the spatula the blister appeared to pop. One-day post-operative: os no visual acuities recorded. Od 20/20+4 without correction. Two-day post-operative: os 20/400 without correction; manifest os 20/30+2. Od 20/25+3 without correction, manifest od 20/20+3. Six-day post-operative: os 20/200 without correction; manifest refraction 20/20. Od 20/15 without correction. (B)(6) 2012, post-operative: -4.75 +0.75 at 094 visual acuity (va) recorded as 20/20. (B)(6) 2012, post-operative: -4.75 +1.00 at 090 best corrected visual acuity (bcva) 20/20-1. The patient is more myopic than prior to procedure and has irregular astigmatism.

Manufacturer narrative:
Corneal scarring, myopia, astigmatism. Evaluation: after the reported event, the field service specialist (fss) visited the surgery center and performed a system checkout. Fss made no abnormal observations and indicated the system meets abbott medical optics (amo) specifications. Note: all pertinent information available to amo at the time of this report has been submitted.